Manufacturer narrative:
A getinge field service engineer evaluated and found unit had four "low vacuum" alarms with two occurring within three hours of each other. Fse ran pump for 1hour with no alarms or issues, he couldn't duplicate the reported issue. Pump passed all leak tests. He verified pump is capable of generating sufficient vacuum and verified fitting connections were properly seated. Unit passes all tests and calibrations to manufacturer standard and is released for clinical use.

Event description:
It was reported that during use on a patient, the cs100 intra-aortic balloon pump (iabp) unit was alarmed to have a low vacuum alarm by biomed. There was no patient harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.